Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed and there was no button displayed to recover. A field service engineer removed the back panel and the rear of the drawer, disconnected the row board cable, reset it, and reconnected the cable. The engineer then put the drawer back on, connected the bus cable, powered the station back on, and tested the drawer in the hardware test application (hta). Additionally, the engineer noted that the customer had recovered the auxiliary cabinet drawer failure. However, the main cabinet had a full height drawer that failed and was not detected on the bus during restart. The engineer powered the station down again, removed the back panel and the rear of main drawer 6, reset the row board cable, reconnected it, reinstalled the back of the drawer, connected the bus cable, and powered the station back on. The engineer confirmed that drawer 6 was successfully recovered, resolving the issue. The system functioned as intended after the field service engineer repaired the device.